Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited e226 error. The issue was found during unknown therapeutic procedure while the patient was under sedation. It was completed with an olympus back-up device. There were no reports of patient harm.